Event description:
A 10.0mm diameter x 28mm length flexible biliary stent was inserted for the treatment of a 75 percent left subclavian artery stenosis in a patient in 2001. The pt had a history of hypertension, shortness of breath, chest discomfort and coronary artery bypass graft surgery. The patient's left anterior descending artery was bypassed with the left internal mammary artery that was supported by the left subclavian artery. A cardiac catheterization performed on the day of the event demonstrated an asymmetric plaque causing approximately 75 percent stenosis of the proximal left subclavian artery 2 to 3cm into the artery of the ostium. The lesion was located approximately 1cm proximal to the left vertebral artery take off and about 2cm proximal to the left internal mammary take off. The physician stated that the patient had subclavian steal syndrome. The patient's cardiologist requested that the patient undergo percutaneous revascularization. In 2001 the pt underwent selective left subclavian arteriogram, left subclavian artery angioplasty with placement of a 10 x 28 flexible biliary stent in the subclavian artery stenosis. The stent was implanted using 10 atmospheres of pressure for 20 seconds. The left internal mammary artery appeared very diminutive in caliber with hardly any flow seen prior to the stent placement. Following successful percutaneous angioplasty with stent placement, there was remarkable improved flow through the left subclavian artery. Antegrade flow was reestablished in the left vertebral artery and good flow was seen in the left internal mammary artery. The physician stated that the pt had no symptoms of chest pain or shortness of breath during the procedure. The pt was started on an intravenous nitroglycerin drip and titrated to keep the patient's blood pressure down. The lowest blood pressure accomplished was 167/85 mmhg. Following revascularization, the blood pressure in the left arm was noted to be 190/80 mmhg. The physician reported that the aortogram also demonstrated that there were eccentric calcified plaques with ulceration seen throughout the abdominal aorta. The superior mesenteric artery and celiac artery branches were open. There was no evidence of renal artery stenosis bilaterally. Both nephrograms appeared normal; however, there appeared to be some pruning of distal renal cortical architecture. There was evidence of approximately an 80 percent stenosis in the right common iliac artery and 70 percent stenosis in the left common iliac artery. The procedure was terminated and adequate hemostasis was accomplished utilizing a perclose suture medicated system. It was reported that the patient left the procedure in stable condition and would be observed closely in the intensive care unit. It was reported that the patient expired 10 hours later after a drop in blood pressure and chest pain. It was reported that the pt died of a myocardial infarction. Film interpretation performed by an outside independent physician concluded that following the procedure there still appeared to be some mild stenosis of the stent. Looking at the post procedure film there was no evidence of dissection in the subclavian artery extending into the left internal mammary artery. There appeared to be excellent flow through the stented lesion. No additional information is available at this time.

Event description:
An autopsy report received by medtronic ave confirmed the pt died on 9/19/2001. The medwatch submitted on 10/30/2001 reported the date of death to be 9/18/2001. The autopsy performed on 9/20/2001 was limited to the thorax and abdomen. The report confirmed atherosclerotic coronary artery disease with a small focus of acute myocardial infarction within approx 24 hours of the anterior wall of the left ventricle. Severe atherosclerosis of the aortic arch, descending thoracic and descending thoracic aorta were noted. The report stated that there was dissection of the proximal left suclavian artery, extending to the origin of the left internal mammary artery with partially occlusive thrombosis. Cardiomegaly, severe pulmonary congestion (edema), acute bronchopneumonia. Pulmonary ossification and peripheral vascular disease with left femoral-popliteal bypass graft in 1983. The autopsy report stated that the cause of death was acute myocardial ischemia with acute myocardial infarction and congestive heart failure.